Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. Product ID 8835, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
Information was received from a consumer regarding a patient receiving hydromorphone (5 mg/ml) at an unknown dose via an implantable infusion pump. The indication for use was noted as non-malignant pain. It was reported the patient's pump was 'inverted' and the pump site was very painful. The patient had walked a lot a few days prior to the date of this report and needed to use her personal therapy manager (ptm). It was at that time she realized the pump was not in the same position it normally was. The patient saw their healthcare provider (hcp) on (B)(6) 2015 but she had not heard back from the hcp. The hcp told the patient he would do a dye study to check, but just touched the area and didn't do anything further. The patient was to follow-up with their hcp and had a refill appointment scheduled on (B)(6) 2015. It was later reported the inverted pump seemed to have resolved itself and was 'flipped' back flat. If additional information is received, a follow-up report will be sent.